Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that after 1 month dental implant was installed in intraoral region 26#, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, the patient presented bone type iii, immediate implant and immediate load procedures were performed, bone graft was executed and biomechanical overload has happened.